Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 687 mg/dl. The customer's doctor stated that the customer had mentioned bolusing himself prior to the event. The customer's doctor also stated that the customer was admitted with symptoms not normally associated with diabetes and that the insulin pump was malfunctioning. The customer stated that he uses an mmt-397 quick-set infusion set.